Event description:
It has been reported to us that the balloon material has separated from the balloon catheter during an atrioseptostomy procedure and remains inside the patient. The physician inserted the balloon catheter into the patient. The physician advanced the device into the vessel. The physician inflated the balloon catheter. The physician then pulled the balloon catheter in the direction of the right atrium, however, the physician noticed that the balloon material was deformed at the septal. The balloon material then deflated. The physician removed the balloon catheter from the patient and noticed that the balloon material was missing. The balloon material is still located inside the patient at the time of this report. The patient is currently in stable condition.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.